Event description:
Customer reported smoke was noted coming from the monitor pod. Unit was removed from svc. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.